Manufacturer narrative:
In the initial medwatch, the last line of h11 additional narrative should have been: "the fifth repeat result using an aliquot sample from the ccm at 20x direct dilution using a new reagent pack was 4422 iu/ml." Instead of: "the fifth repeat result using an aliquot sample from the ccm at 20x direct dilution was 4422 iu/ml." The investigation reviewed the calibration data. The 23-nov-2024 had calibrator 1 results slightly below the specified ranges while calibrator 2 was within the specified ranges. The 04-jan-2025 calibration had results below the specified ranges. The investigation reviewed the qc data. Qc levels 1 and 3 were performed on 31-jan-2025 and the last qc performed for level 2 was on 13-jan-2025. The three qc levels were stable and within the specified +/-3 standard deviation range. The investigation reviewed the customer's handling of patient samples; no issues were noted. The patient sample is insufficient for investigation. A general reagent issue was not detected. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ige ii results from one patient sample tested on the cobas e 801 analytical unit. On (B)(6)2025: the initial result using the primary sample was 2430 iu/ml. The first repeat result using the primary sample was 2500 iu/ml with a data flag. The second repeat result using the primary sample at 20x direct dilution with 3 remaining tests in the reagent kit was 4463 iu/ml. The third repeat result using an aliquot sample from the cobas connection modules (ccm) with one remaining test is the reagent kit was 2333 iu/ml. The fourth repeat result using an aliquot sample from the ccm with a new reagent kit at 20x manual dilution was 2421 iu/ml. This result was reported. On (B)(6) 2025: the field applications specialist investigated the event. The fifth repeat result using an aliquot sample from the ccm at 20x direct dilution was 4422 iu/ml.